Event description:
The pt reportedly developed a hematoma at the implant site and was hospitalized. No trauma was reported. The device is reportedly functioning. The pt underwent a wound cleaning procedure on (B)(6) 2014. The wound is healing. The pt was discharged from the hospital on (B)(6) 2014.